Event description:
During same procedure, two separate product issues noted. 1: boston scientific autotome rx44 cannulating sphincterotome cutting wire did not bow/bend (as it should) when the handle was flexed. Boston scientific hydratome rx 44 sphincterotome was leaking fluid from the upper portion of the catheter as contrast was being injected through the injection port. Dates of use: (B)(6) 2015; diagnosis or reason for use: ercp; event abated after use stopped or dose reduce: no; event reappeared after reintroduction: yes.